Event description:
The pt was admitted for a procedure in 2008 to treat a 75%, moderately calcified, de novo lesion in the mid to distal left anterior descending (lad) branch. The vessel was slightly tortuous. The lesion was pre-dilated and a 3.0 x 13mm cypher stent was going to be delivered to the lesion. However, the physician had difficulty crossing the cypher passed the calcification of the target lesion, and eventually it did not cross. Therefore, the cypher was removed and the physician observed that the distal part of stent struts was flared. The physician then continued the procedure with a 3.0mm driver stent, that would not cross either. The procedure was successfully completed with balloon angioplasty. There was no reported pt injury. The physician commented that the calcification of the vessel appeared to cause the stent flare. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.